Manufacturer narrative:
UDI number: na.

Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient was reportedly a non user of the device. The recipient's device was explanted. The recipient was not reimplanted. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.